Event description:
No new additional information the patient came to our hospital for treatment due to enteritis, and when the nurse placed an intravenous indwelling needle for the patient, when using the needle-free closed infusion connector, the liquid was found to be not flowing, and the use was immediately stopped and replaced with a new needle-free closed infusion connector.

Manufacturer narrative:
A 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 23035234. The feedback provided by then customer suggests a complete occlusion was detected during use of the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23035234 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd smartsite¿ needle-free connector was occluded. The following was translated from chinese to english: the patient came to our hospital for treatment due to enteritis, and when the nurse placed an intravenous indwelling needle for the patient, when using the needle-free closed infusion connector, the liquid was found to be not flowing, and the use was immediately stopped and replaced with a new needle-free closed infusion connector.

Manufacturer narrative:
H.6. Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 23035234. The feedback provided by then customer suggests a complete occlusion was detected during use of the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23035234 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22015562 d4. Medical device expiration date: 01/09/2025 h4. Device manufacture date: 01/10/2022 medical device lot #: 22025320. Medical device expiration date: 03/11/2026. Device manufacture date: 02/03/2022. Medical device lot #: 22015033. Medical device expiration date: 01/08/2025. Device manufacture date: 12/17/2021. Medical device lot #: 22025319. Medical device expiration date: 02/20/2025. Device manufacture date: 02/03/2022. Investigation results: fifteen 2000e china products were received for investigation; five in opened packaging, two from lot 22015562, one from lot 22025320, one from lot 22015033 and one from lot 22025319. The remaining ten samples were received without packaging. The feedback provided by the customer suggests complete occlusion was detected during use of the smartsite device from lot 23035234. The returned samples were subjected to functional testing by attempting to flush using a 50ml bd plastipak syringe; five of the returned samples were successfully flushed, whilst ten appeared to be occluded. The piston of the blocked samples did not appeared to have activated; however, a closer examination found clotted blood inside the piston of the smartsite. When this was removed, no flow restriction was observed throughout testing and complete freeflow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23035234, 22015562, 22025320, 22015033 & 22025319 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, the occlusion observed on the returned used samples is a result of the residual dried blood within the piston of the smartsite, which inhibited the valve from opening. Please note, as stated in the directions for use of the smartsite product "flush needle-free valve port in accordance with hospital policy after or between: small volume injections, lipids, blood or blood product infusions, blood withdrawals, incompatible medications." Failure to do so may result in issues such as that experienced by the customer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
No additional information.